Event description:
The external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was found on analysis that the battery drawer was broken. The battery contacts were compressed. The battery drawer o-ring was missing. The upper case was broken and damaged (multiple dents). The lower case was broken. Both bail covers and ring covers were broken. One bail was missing. The ring was bent. The keyboard window was scratched. As the epg was at end of service it was scrapped. If information is provided in the future, a supplemental report will be issued.